Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered a leak of wash 1 solution and buildup under the wash station manifold. The cse replaced the aspirate probe wash guide and the wash manifold separation. Quality controls were run, resulting within range. The cause of the discordant falsely elevated tni-ultra result was due to a faulty wash manifold. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on three patient samples on an advia centaur xp instrument. Only the discordant results of patients 2 and 3 were reported. Patient sample 1 was repeated on the same instrument and on an alternate advia centaur instrument, which resulted lower. Patient sample 2 was repeated on the same instrument and on an alternate advia centaur instrument, which resulted falsely high on the same instrument and lower on the alternate advia centaur instrument. Patient sample 3 was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.